Event description:
It was reported that the patient experienced a seizure episode that was somewhat atypical compared to her usual events. The patient stated she felt slightly ¿off¿ following the episode but did not report any severe or extreme symptoms. No other relevant information has been received to date.